Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the customer reported issue was confirmed. Device during inspection found a broken bending skeleton that punctures the a-rubber (found with pin hole) attributing to the leak. Service noted the broken skeleton was caused by excessive force. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "unit has a damaged tip". The issue found at reprocessing. There was no patient harm or injury reported. No user injury reported. Device evaluation found a broken bending skeleton (bending section) that punctures the a-rubber attributing to the leak.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. However, the likely cause of the event is due to user handled with excessive force applied to the bending section and the bending tube was broken. The event can be detected/prevented by following the instructions for use (IFU) which state: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.